Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump experienced an unexpected restart alarm during normal use. Customer's blood glucose at the time of the incident was 169 mmol/l. Troubleshooting was done. Product is not expected to return.

Manufacturer narrative:
Unit passed displacement test and unexpected restart error test. No unexpected restart error alarms were noted during testing. Unit received with cracked case on display window corners, cracked lcd window, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads.